Manufacturer narrative:
Additional information is being requested for the implant date. This report will be updated once this information is obtained.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was hospitalized after experiencing ventricular fibrillation (vf). Interrogation of the device determined a code 1005 was displayed with eight unsuccessful shocks delivered. The shock impedance measurements were noted to be over 125 ohms at the time of the delivered shocks. The patient was subsequently externally defibrillated. Review of device data determined the right ventricular (rv) lead also exhibited noise and high pacing thresholds prior to the delivered therapy. This system remains in service, however expected to be revised at a future date. No additional adverse patient effects were reported.